Manufacturer narrative:
Title: computational investigation of interaction between stent graft and aorta in retrograde type a dissection after thoracic endovascular aortic repair for type b aortic dissection author: tao ma, md,a zhi hui dong, md,a shengzhang wang, phd,b zhuang yuan meng, bd,b yin yin chen, md,c and wei guo fu, md, journal of vascular surgery (2018) 06.008 doi.org/10.1016/j.jvs.2018.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant or a talent stent graft system was implanted in a patient for the endovascular treatment for an aaa on an unknown date. It was reported that at an unknown date after the implantation the patient developed stent graft induced retrograde type a dissection (rtad) with a new tear in the greater aortic curve. The patient underwent open repair of ascending aorta and the stent grafting of descending aorta. No additional clinical sequelae were reported and the patient will be monitored.